Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The vendor's final investigation report was received. The report found no fault with the battery pack. The gas gauge, bq3050, has integrated routines that support calibration of current, voltage, and temperature readings through a manufacturer access command that disables/enables entry into auto-calibration mode for that purpose, and which status is indicated by the manufacturing status flag. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the a device' battery was unable to hold a charge. There was no patient involvement.